Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. After interrogation with a programmer, the battery life estimation was stated to be inaccurate. A request was made to have data from this device analyzed. This ICD has been explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned for investigation.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the code 1003 cannot be established. This product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. Device technical analysis: this product has been returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information. At this time, the root cause of the reported code 1003 cannot be confirmed. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicating the voltage is too low for the projected remaining capacity. After interrogation with a programmer, the battery life estimation was stated to be inaccurate. A request was made to have data from this device analyzed. This ICD has been explanted and replaced with a new one. No additional adverse patient effects were reported. This product is expected to be returned for investigation.